Event description:
It is reported that the hub was losing air. During prep, the device would not hold pressure. A crack in the hub was noted. The device was not clinically used.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. The product has been received and an analysis is pending. Additional info will be submitted within 30 days of receipt.